Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger was still in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port was not occluded. Marking patency was performed and the device was patent. There was no abnormal observation with the condition of the returned device that could have contributed to the reported absence of arterial flow through marker lumen event. A root cause related to the device could not be determined. The probable cause for no marking can be influenced by many factors, including but not limited to: manufacturing, position of the marker port against the arterial wall, side wall stick, low blood pressure, clot or tissue plugging the marker port and if the device is not in arterial lumen. No manufacturing deficiency was detected. A review of the device history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints within this lot for the reported device code at the time this investigation was performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, arterial back flow through the marker lumen was not observed; the device was removed and another proglide was used successfully to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.